Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Date received by MFR should have been (B)(4) 2011 rather than (B)(4) 2007. MFR date should have been 16-nov-2007 rather than 10-oct-2011.

Event description:
It was reported that the lead dislodged. The lead was removed and replaced.